Event description:
It was reported to philips that the system's wired foot pedal was not working. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the wired foot pedal not working. The case was cancelled due to incorrect ip(internet protocol). No service has been performed by philips. To date, there have been no further reports of this issue. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue had been reported on the wrong ip and no malfunction was identified on the current system. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.